Manufacturer narrative:
(B)(4). Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator alarmed and da pcba adc failed error. The customer reported the unit was in use on patient, but there was no patient harm reported.